Event description:
A pharmacist reports that during intraocular lens (iol) implant surgery, a broken haptic was noted after the iol was inserted into the eye. Follow-up information provided by the surgeon indicates the haptic detached due to a lack of viscoelastic in the cartridge. The incision was enlarged and one stitch was required to close the incision. The patient is fine.